Manufacturer narrative:
(B)(4). The customer returned an opened 2-lumen cvc kit. The spring wire guide was returned advanced through the introducer needle. The introducer needle appeared to be stuck to the spring wire guide. After several minutes of applying pressure, the spring wire guide was freed from the introducer needle. Dried blood was observed on the spring wire guide, which caused the resistance. A small kink was observed on the spring wire guide near the distal tip. No other issues were identified. The length and outer diameter of the spring wire guide were measured and were found to be within specification. The introducer needle inner and outer diameter, and the needle length were also within specification. The kink in the spring wire guide measured approximately 13mm from the distal weld. After clearing the blood from the surface, the guide wire was able to pass through the introducer needle with minor resistance. A manual tug test was performed to confirm both welds were intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit warns the user, "do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire". The customer report of the "swg/needle resistance - kinked" was confirmed through complaint investigation. Visual inspection of the returned sample revealed a kink near the distal weld. After the needle was removed from the spring wire guide, dried blood was observed on the surface. This likely caused the needle resistance. The introducer needle and the spring wire guide met all dimensional requirements. After the blood was removed from the surface, the spring wire guide was able to pass through the needle with little resistance. A device history record review was performed, and no other issues were identified. Based on the information provided and the condition of the returned sample , it was determined that unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the guidewire could not be pulled back.

Manufacturer narrative:
(B)(4). Preliminary investigation of the returned device indicates swg/needle resistance - kinked.

Event description:
The customer reports the guidewire could not be pulled back.